Event description:
Pt here to treat bladder tumor. Bug was found in medline cysto pack upon opening for sterile field. The pack was immediately removed and a new one opened. The pt was not in the room.